Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented to the emergency room with symptoms of syncope. Inhibition of pacing due to oversensing was noted. The noise was reproducible with isometrics. The lead was capped and replaced. The patient will continue to be monitored. No further information was provided.